Manufacturer narrative:
Device received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level as well as critical pump error. Customer¿s blood glucose level was 469 mg/dl at the time of incident. The insulin pump will be returned for analysis.